Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015. It is further alleged that he suffered injuries as a result of implantation of the device at issue, and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and wear involving a metal head was reported. The event for wear was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinical review: a review of the provided medical records by a clinical consultant indicated: this product inquiry concerns a gentleman who underwent a primary total hip arthroplasty with a citation stem and cobalt chrome head. The patient developed elevated ion levels and revision was carried out. Trunnionosis was found. As I mentioned above, I do have some concern that while the original stem was retained, the trunnion was "sanded" to remove some of the blackened material. The possibility of third body production and fretting could be possible. Although the implant sheet states that an adapter sleeve was used, this was not mentioned in the operation report. There was also no mention of any particular preparation of the trunnion or femoral head on reimplantation. I can confirm that the patient had the primary and revision total hip arthroplasties since I was able to review both operation reports. The root cause of this event cannot be determined with certainty. Causes of trunnionosis are multifactorial including surgical technique, especially in the preparation or lack thereof, of the trunnion and femoral head prior to insertion. Also, possible causes include patient factors such as activity level and bmi, and implant factors. The explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical analysis. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due abnormal ion level. A review of the provided medical records by a clinical consultant indicated: this product inquiry concerns a gentleman who underwent a primary total hip arthroplasty with a citation stem and cobalt chrome head. The patient developed elevated ion levels and revision was carried out. Trunnionosis was found. As I mentioned above, I do have some concern that while the original stem was retained, the trunnion was "sanded" to remove some of the blackened material. The possibility of third body production and fretting could be possible. Although the implant sheet states that an adapter sleeve was used, this was not mentioned in the operation report. There was also no mention of any particular preparation of the trunnion or femoral head on reimplantation. I can confirm that the patient had the primary and revision total hip arthroplasties since I was able to review both operation reports. The root cause of this event cannot be determined with certainty. Causes of trunnionosis are multifactorial including surgical technique, especially in the preparation or lack thereof, of the trunnion and femoral head prior to insertion. Also, possible causes include patient factors such as activity level and bmi, and implant factors. The explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical analysis. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015. It is further alleged that he suffered injuries as a result of implantation of the device at issue, and excessive levels of chromium and cobalt in his blood.